Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary : the product was returned incomplete to ethicon for evaluation. An analysis of the product could not be performed since a physical sample was not received for evaluation, only two empty labeled winding former. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, each batch is randomly visually inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the needle fall into the patient? Yes. If yes was the needle piece removed from the patient during the same procedure? Yes. Were x-rays taken to locate the needle? No. Was any other tissue damaged as a result of searching the needle? No. The following information was requested, but unavailable: what is the lot number? Unknown. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and barbed suture was used. Upon suturing the knee capsule, the tip of needle broke. There was no delay in the procedure due to the event. The procedure was finished successfully with a mayo needle. No adverse patient consequences were reported. Additional information was requested.